Event description:
Caller reported that a malfunction occurred on the pump, leading to the pump screen turning dark after an attempt to reset it. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.